Event description:
It was reported that the procedure was canceled. The patient presented with a vertebral stenosis. After 6f sheath and 6f guiding catheter was advanced, a 3x20 coyote balloon catheter was used for dilatation. Following pre-dilatation, a 4.0mmx15mmx150cm express vascular sd stent was advanced but failed to cross the lesion even after several attempts. The physician decided to change the sheath and guiding catheter for another attempt. However, the patient developed vasovagal reaction which was immediately treated. Considering the patient's safety, the stent implantation was canceled and only dilatation was performed. No further patient complications were reported and the patient was stable. It was further reported that the target lesion was moderately stenosed, moderately tortuous and mildly calcified. The stent failure to cross the lesion caused the prolonged procedure which also caused the patient's vagal reaction.

Event description:
It was reported that the procedure was cancelled. The patient presented with a vertebral stenosis. After 6f sheath and 6f guiding catheter was advanced, a 3x20 coyote balloon catheter was used for dilatation. Following pre-dilatation, a 4.0mmx15mmx150cm express vascular sd stent was advanced but failed to cross the lesion even after several attempts. The physician decided to change the sheath and guiding catheter for another attempt. However, the patient developed vasovagal reaction which was immediately treated. Considering the patient's safety, the stent implantation was cancelled and only dilatation was performed. No further patient complications were reported and the patient was stable.